Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead caused the patient to experienced muscle stimulation. The rv lead was not capturing, and the patient was complaining of constant thumping during pacing. The x-ray showed that the lead was deep in the apex pointing downward. This rv lead was surgically abandoned. No additional adverse patient effects were reported.